Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he passed out and the ambulance arrived on (B)(6) 2016. Customer's blood glucose level was 24 mg/dl. He had orange juice and ate a sandwich. The customer was wearing his insulin pump at the time of event. The customer experienced high blood glucose levels. The customer also tried different infusion sets but they have not been working for him. The customer was very confused and not able to articulate what he needed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to thank the staff for the service he received. The customer stated that his hcp will be monitoring him for the next few weeks, and will look into getting a new pump if his blood glucose levels don't stabilize. The customer stated that he is currently doing well. The customer stated that he was treated at home by the paramedics, and he was not taken to the hospital.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms, motor error alarms, or displacement anomalies noted. The insulin pump had minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.